Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) , product type recharger product ID wr9200 lot# serial# (B)(6): product type recharger product ID wr9200 lot# serial# (B)(6) : product type recharger product ID wr9200 lot# serial# (B)(6) : : product type recharger product ID wr9200 lot# serial# (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) ; product ID: wr9200, serial/lot #: (B)(6): product ID: wr9200, serial/lot #: (B)(6): analysis of the wireless recharger (serial #: (B)(6) revealed that the led's scroll continuously and the device is unresponsive. The flash sector read/write protection bits have become set. Analysis of the wireless recharger (serial #: (B)(6) revealed that the led's scroll continuously and the device is unresponsive. The flash sector read/write protection bits have become set. Analysis of the wireless recharger (serial #: (B)(6) revealed that the led's scroll continuously and the device is unresponsive. The flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dry battery icon on the wireless recharger was blinking, and the stimulator could not be charged. Contributing factors were unknown. A reset was performed, but the issue was not resolved. A new product was provided. The issue was not resolved at the time of this report. Additional information was received. The issue resolved with device replacement.